Manufacturer narrative:
A device service history review has been performed and identified that a similar event occurred since unit manufacturing in 2019; no concerning trend has been observed for this failure mode. Based on the investigation findings, the most likely root cause of the event was related to an electric failure of the cpu board, resulting in subsequent damage to the motors and the distribution board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in lyon, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Processor board was found out of service which damaged the stirrer motor and the distribution board. In order to solve the issue the following parts were replaced: stirrer motor, distribution board, processor board, cardioplegia pumps. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirrer motor that uses too much power. The issue occurred during procedure. There was no patient injury.